Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was to treat the popliteal artery with moderate calcification and mild tortuosity. The emboshield nav6 embolic protection system (eps) was used with a wire from another manufacturer. On retrieval of the filter the wire unraveled and stretched, causing the filter to separate from the device and remain in the anatomy. A snare was used to retrieve the filter. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported filter dislodgement was confirmed. The reported retraction problem could not be replicated as it was related to procedural circumstances and use error. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, exchanging the provided barewire filter delivery wire for the viper wire prevented the ability to retrieve the filter causing the filter to dislodge from the wire during retrieval and unexpected medical intervention to retrieve the filter. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the distal end of the wire during filter retrieval. The emboshield nav6 instruction for use states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. In this case, it is likely that using a wire other than the barewire resulted in the filter coming off the wire and unexpected medical intervention to retrieve the filter. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: correction: medical device problem code 1562 was removed and replaced with code 2923.